Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The blood glucose level was unknown. The troubleshooting was performed. The customer was able to rewind. The alarm was recurring during normal pump use. The customer was advised that the pump will need to be replaced. The customer was advised to monitor the pump and that patient may continue to wear the pump until a replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, self test and unexpected restart alarm test. No unexpected restart alarm anomalies noted.